Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 914 mg/dl, a mild heart attack, excessive urination, and a large ketone level identified as dangerous by healthcare provider. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved. Reportedly, the customer reverted to manual injections for insulin therapy. The customer alleged that the pump was not delivering insulin properly. However, during follow up with tandem technical support, it was discovered that due to the customer¿s personal profile settings and the amount of insulin on board (iob), the pump calculated that insulin previously delivered (iob) was sufficient to address bg level. Tandem technical support informed customer that pump suggested calculation can be overridden and educated customer on how to override a bolus suggestion. Customer acknowledged education and stated that they had mistakenly thought that pump would not deliver insulin due to not being aware that a bolus calculation could be overridden.